Event description:
It was reported the ipg is inoperable and will not communicate with external devices due to the patient being unable to recharge for an extended period of time. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.